Event description:
A group of falsely elevated cyclosporin a (csa) results were obtained on patient samples. The results were reported to the physician who questioned the results. The samples was repeated on the same dimension vista system and lower results were obtained. The lower results were confirmed on an alternate dimension vista system. The corrected results were reported. Patient treatment was not altered or prescribed on the basis of the falsely elevated csa results. There was no report of adverse health consequences as a result of the falsely elevated csa results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated csa results is unknown. A siemens healthcare diagnostics customer care center representative reinforced with the customer the special concerns for sample handling for the csa test. The csa flex(r) reagent cartridge instruction for use provides special precautions for sample handling including: samples should be mixed by inversion (gently invert the tube ten times) or in a rocker to obtain uniform distribution of cyclosporine in whole blood. Do not vortex. Avoid the formation of foam. Process samples as stat and no more than one rack every 5 minutes. Process no more than 6 samples at a time to prevent increased settling of erythrocytes. A field service engineer has been addressed to the site to assess the sample mixer system.